Event description:
It was reported that a smiths medical pump alarmed "no disposable clamp tubing." Patient not affected. No air in the line. Rate is 2.0 ml, volume is 19.7 ml, given is 73 ml. No further information available.